Event description:
It was reported that the patient underwent a face lift, rhytidectomy, on an unknown date and suture was used. Post-operatively, the suture spit and were removed approximately 4-6 weeks following the procedure. Scarring was noted behind the ear. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.